Event description:
It was reported that the customer's insulin pump was beeping but did not know why. Advised the customer there could be many reasons. Troubleshooting could not be performed because the insulin pump was not present. The customer's blood glucose was unknown. Advised how to check alarm history on the insulin. The customer would perform troubleshooting at a later time. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.